Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm. Customer declined to troubleshoot for the unexpected restart alarm. Customer advised they are not sure which insulin pump received the alarm. Customer advised they are dissatisfied that the device does not last longer than 4 years.